Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the radial artery. The target lesion was located in the severely tortuous ostial obtuse marginal (om1) artery and left circumflex (lcx) bifurcation. The om1 and lcx were pre-dilated. The 3.0x8mm promus element stent was advanced to the om1 but was unable to cross the lesion due to the calcification and an acute angle. Upon removal of the device it was noted that the proximal stent edge was flared. The physician chose not to stent the om. There were no patient complications reported.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the radial artery. The target lesion was located in the severely tortuous ostial obtuse marginal (om1) artery and left circumflex (lcx) bifurcation. The om1 and lcx were pre-dilated. The 3.0x8mm promus element stent was advanced to the om1 but was unable to cross the lesion due to the calcification and an acute angle. Upon removal of the device it was noted that the proximal stent edge was flared. The physician choose not to stent the om. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Struts on row 1 from the proximal end of the stent were raised from the balloon. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, complaint report states that the physician withdrew the promus element device into the guide catheter. Dfu states "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur" (B)(4).